Event description:
Complainant alleged that during training by facility staff, the device displayed "defib fault 72" and "defib disable" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.